Event description:
On (B)(6) 2011, tibial plate (med record) the tibial plate shifted during surgery. After tkr - could not be relieved of pain. On (B)(6) 2011, doctor took x-ray. On (B)(6) 2011, inject bursa (surgery). On (B)(6) 2011, trouble breathing - pain related; ambulance to ER. On (B)(6) 2011, revision - parts dislocated, also lower tibia out. Doctor refuse to tell me the results of x-ray of (B)(6) 2011.